Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): unknown rpn. Catalog# is unknown but referred to as gunter tulip filter. Investigation is still in progress.

Event description:
Description of event according to initial reporter: CT scan showed that the filter hook was attached to caval wall. 2 out of 4 leg struts were out of vessel, the first conventional snare technique of filter retrieval using gtrs failed as hook was embedded in wall. Filter was not received by conventional method and advanced technique was applied later. Advanced technique of filter retrieval using multiple equipments was performed. Hook could not be caught in the snare of gtrs. Patient outcome according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Journal article: bidirectional sling technique with biopsy forceps for inferior vena cava filter retrieval, hitoshi anzai, et al. See attached files. Summary of investigational findings: four months after filter placement two filter legs were out of the vessel and a retrieval attempt by conventional snare failed because the hook was embedded. The filter was successfully retrieved by ¿bidirectional sling technique¿ as described in the literature. No device was returned for analysis, but the initial imaging submitted in the literature was from a non-contrast enhanced CT scan which demonstrated the hook of the ivc filter abutting the posterior wall of the ivc as well as two grade 3 interactions involving primary filter legs extending through the wall of the ivc and abutting the posterior wall of the duodenum and pancreas. The initial placement images were not submitted for review. Furthermore, an inferior venacavogram demonstrating the ivc filter in place does not demonstrate any evidence of significant tilt on the ap projection. However, given the configuration of the hook of the ivc filter and the perforation of the primary filter legs through the wall of the ivc, this would not have been appreciated on the ap projection. Initial routine retrieval techniques were not successful because of this configuration. The journal article goes on to describe an advanced technique using a bidirectional sling approach as well as incorporation of endomyocardial biopsy forceps eventually successfully retrieving the ivc filter in its entirety without ivc injury. Unfortunately, without the placement images, it is difficult to determine if the tilt was present at time of initial placement, which would have significantly contributed to the development of penetration, or if the tilt and penetration developed over time. Definitively determining the strongest contributing factor to the development of penetration is not plausible. Therefore, the cause of the filter tilt may be related to the initial placement or to intrinsic factors with either the filter design and with the patient's anatomy/biology. In this case, the perforations and tilt resulted in a challenging but successful retrieval, but otherwise, were asymptomatic. According to the instructions for use filter leg penetration may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.